Manufacturer narrative:
Device evaluated by the manufacturer. The device was returned for analysis. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual inspection revealed that the collar is separated. There are kinks to the hypotube 52cm and 62.7cm from the handle.

Event description:
Reportable based on the device analysis completed on 25-jul-2019. It was reported that the device could not cross the lesion. The target lesion area was located in the left circumflex artery. A 145 guidezilla was selected for use. During the procedure, it was noted that the device could not cross the lesion. The procedure was completed with another of the same device. No complications reported and the patient is stable. However, based on device analysis, inspection revealed that the collar is separated.